Event description:
As reported per the edwards clinical specialist (cs), after successful implantation of a sapien valve , during a transfemoral transcatheter aortic valve replacement (tavr) procedure , the patient was found to have right sided paralysis two days after the procedure. The patient was sent for a CT and was thought to have had a cva. The patient is in stable condition and being monitored. The tavr procedure was successful, and the patient was stable post-procedure. The patient did experience an episode of bradycardia (heart rate 30 bpm) post procedure that was treated with medication and resolved. Additional follow-up information revealed, post procedure the patient had right sided weakness. A cat scan revealed a left frontal stroke and over the course of the hospitalization, the right weakness drastically improved. Additionally, it was reported that the tavr procedure was successful., with no complications. The patient did experienced procedural related events of acute tubular necrosis from the contrast dye and an episode of atrial fibrillation.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, permanent or transient neurological events are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. However, there are multiple factors that could cause or contribute to stroke. Major risk factors for stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, smoking, and race. Per the instructions for use, peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing the tavr procedure to facilitate rvp and accurate valve deployment. It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Although the exact cause for the reported event cannot be confirmed, along with the procedure itself, the patient's co-morbidities (i.e. Advanced age, hypertension, hyperlipidemia, history of smoking, previous dvt, and chronic pulmonary disease) may have caused or contributed to the events. At this time, no allegation has been made against the valve, and there is no evidence that the device caused or contributed to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.